Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13855.

Event description:
As reported, during a transfemoral tavr procedure, it was noted that the initial vascular stick appeared to be parallel to the vessel and the sheath was not inserted at a sharp angle. During the advancement of a 26mm sapien 3 ultra valve and commander delivery system through a 14fr esheath, resistance was encountered. The push forces seemed to be more than usual. The valve and delivery system was unable to be advanced any further than the partially expandable portion of the esheath. The decision was made to remove the entire system. Upon removal of the valve and delivery system, it was observed that the valve appeared to be ¿deformed¿. A strut on the skirt side was flared out sideways. The bent valve strut split the sheath not far into the fully expandable portion of the sheath. Following the removal of the devices, the patient¿s blood pressure dropped. A right external iliac perforation was observed. A new 14fr esheath was inserted and covered stents were placed and dilated to repair the artery perforation. Although the patient was stable, the decision was made to transfer the patient to the or to for further vascular repair surgery. At the time of the report, the patient was in stable condition. Due to the procedural complications, the patient did not receive a thv valve. The access vessel minimum luminal diameter was borderline at the common femoral artery, but the iliac arteries were large enough. Vessel calcification and mild tortuosity were reported.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The 14fr esheath was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of provided 3mensio imagery revealed calcification and areas of the access vessel under the minimum luminal diameter (mld) requirement for the 14fr esheath. Review of the provided device photos revealed the liner and strain relief were torn. An inflow strut of the valve was bent, and deep scratches were observed on esheath. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Although the complaints were confirmed, a complaint history review is not required as the issue has been previously identified in a CAPA and product risk assessment, which captures root cause analysis for the issue. Per instructions for use (IFU) and training manuals correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections under 3x magnification. The final esheath assemblies undergo multiple 100% visual inspections by both manufacturing and quality. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. According to the procedural training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ review of the case description and 3mensio imagery supports that the patient¿s access vessel had calcification and a diameter less than 5.5mm. A deep scratch is also present on the sheath shaft post-procedure, which is indicative of sheath shaft interaction with native calcification. Calcification can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. The torn liner likely occurred due to excessive device manipulation during advancement and retrieval of delivery system with a damaged valve. As the device was manipulated to continue advance forward, it may have resulted in the bent struts on the valve. It is possible that the bent valve struts interacted with the sheath liner during advancement or withdrawal, leading to the observed liner tear. In addition, a technical summary writer by edwards lifesciences, a review of liner tear complaint investigations on returned devices over a two year period found that patient/procedural factors (i.e. Calcification, tortuosity, withdrawal of damaged balloon) are likely the contributing factors for sheath shaft liner tears. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Scratches observed on the sheath shaft are indicative of the presence of calcification in the access vessel. Although a definite root cause was not able to be determined, available information suggests in addition to procedural factors (damaged valve / bent struts caught on sheath / excessive device manipulation during device insertion and retrieval), patient factors (undersized vessel mld, calcification) may have contributed to resistance encountered during the advancement of the valve and delivery system through the sheath and the torn sheath liner. The resistance and manipulation of the devices may have contributed to the external iliac perforation and subsequent surgical vascular repair. The complications encountered during the tavr procedure likely contributed to the procedure being stopped before a valve could be implanted in the patient. Although no labeling or IFU/training inadequacies were identified, a product risk assessment has been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/ preventative action activities.